Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an irritation. The patient does not feel that the lifevest caused the irritation but was exacerbating a previous issue. The patient reported having blisters under the lifevest and elbows. There was no alleged device malfunction contributing to the irritation. Patient was prescribed antibiotics by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.